Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke and failed to vaporize without activating fiber life after 74,889 joules of use. The procedure was completed with a second fiber after a total of 104,471 joules. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. Visual analysis identified severe devitrification at the output window and mild detritus adhesion was present on the metal cap. The fiber was tested with hene (helium-neon) laser fixture, and there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the connector segment verification test. The control knob was attached and aligned with fiber and can rotate the fiber as designed. Based on the information available and analysis results, the reported fiber break was not confirmed, as the device was found to be within specifications. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber cracked and failed to vaporize without activating fiber life after 74,889 joules of use. The procedure was completed with a second fiber after a total of 104,471 joules. There were no patient complications.